Manufacturer narrative:
The device was returned for evaluation. The customer¿s reported issue confirmed; after switching on the power source an alarm is generated however, the reported ¿light on the front panel is turned off¿ could not be confirmed. After troubleshooting the cause of the alarm failure was due to a (cr) board failure. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus (osh) field service engineer was informed that the customer high flow insufflation unit ¿reports alarm and the screen is blackout¿ which occurred during preparation for use. Patient was not under anesthesia and the intended laparoscopic surgery was completed with another similar device. The device will be returned for service/repair.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the display of the front panel disappeared and alarm went off because the cr (circuit) board became defective. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.